Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the image memory was corrupt and needed to be wiped clean with all nodes being reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not recall saved images properly. The system was reinitialized and then the images could be recalled. There was no adverse pt involvement reported. There was no pt info reported.